Event description:
The customer reported to olympus, the hd camera head was disconnected and the image did not appear. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was sudden loss of vision due to board failure. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
According to the reporter, the event occurred on (B)(6) 2022, during pre-use inspection. The intended procedure was a trans urethral resection of bladder tumor (turbt). The procedure was delayed about 3 minutes while the patient was under general anesthesia. The procedure was completed with another camera head. There are no additional details regarding the patient or event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported even and the legal manufacturer's final investigation. New information added to the following fields: b3, b5, h4 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the no image was the charge-coupled device board and the cable board failed due to internal flooding. The cause of the flooding has not been determined. Olympus will continue to monitor the field performance of this device.